Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) wich a monitoring voltage of 2.3 volts (v) and a charge time of 32.2 seconds. Approximately four months prior to eol, the monitoring voltage was 2.6v. There was a concern the battery depleted prematurely. The device was explanted and successfully replaced. No adverse patient effects were reported.